Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system had a communication error. This error may result in a system lock up, no boot, or shut down situation. There was no report of injury or death associated with the event described in this complaint.